Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, and was able to enter smartguard. The customer reported a blood glucose value of 38 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-332a, mmt-1884, and mmt-396a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. No product return is required for mmt-332a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884. No product return is required for mmt-396a.

Event description:
Updated summary: customer reported having low blood glucose value of 38mg/dl on the evening of (B)(6) 2024. Customer was driving and did not know where he was and had to call the paramedics after 6pm. Customer said a couple of weeks ago, he had lows. So, his doctor changed the smartguard target from 110mg/dl to 120mg/dl. Customer alleged that sensor was not shutting down his pump and did not alert him that he went low on a previous incident. There was only one low blood glucose value of 50mg/dl on (B)(6) 2024. Please see (B)(4) for that incident. For the current incident, customer was out of sensors when he had his low on (B)(6) 2024. Customer declined further troubleshooting. Sensor was not used. So, smartguard was not used. Pump is not returning for analysis. Customer was able to enter smartguard on the day of call on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.